Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that there was poor communication on the patient programmer. The patient did use the antenna and when it was confirmed to be securely attached and resynchronized to the implantable neurostimulator (ins) the issue did not resolve. When the antenna was unplugged and the programmer placed directly over the ins on the skin and resynchronized, the issue was still not resolved. There was poor communication and would not connect with and without the antenna attached. A new programmer and antenna was requested for the patient. Additional information received from the patient on sept. 30, 2016 reported that programmer was not connecting to their ins consistently. It was also reported that it was taking too long to charge and that they had tried charging for ¿days and days¿ and was only able to recharge the ins ¿a little bit¿. The patient stated that they could never get full coupling and at most got two bars. They would see full coupling that would just ¿flicker¿ for a few seconds and then drop back down. After reviewing recharging best practices, the patient got a reposition antenna screen and poor coupling. Repositioning the antenna did not resolve the issue. Using the antenna locate (al) feature also did not resolve the issue. The patient stated that they had lost 50 pounds and thought the ins had shifted gradually over time. They could move the ins with their fingers ¿a little bit¿ and it felt ¿squishy¿. Their doctor was aware of the weight loss issue. They still could not communicate with the programmer to the ins (was not an out of box failure. Further information received from the patient on oct. 7, 2016 reported that they had been charging for 5 days (10 hours) and could not ¿get one square¿ and was taking too long to charge. They lost coupling and had a hard maintaining filled coupling boxes. It was reported that the recharger antenna was damaged and a new unit was sent to the patient to help improve the difficulties. The patient was able to communicate to the ins with another external device. The ins battery level showed it was at between one four and one half. After reviewing recharging best practices, they were able to get 6-8 coupling bars and the issue was reported as resolved. The patient used adhesive disks and got 7-8 coupling boxes. It was also noted that whey they hooked up the recharger belt and charged they got 7-8 boxes. It was reported that troubleshooting resolved the coupling/recharging issues. No patient symptoms or injury were reported in the event. The indications for use for the implanted device were noted as rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.